Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 35mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient and then recaptured. After the first recapture the physician noted a pericardial effusion. The procedure was continued and successfully completed with the closure device implanted in the laa of the patient. The patient was monitored for 20 minutes before the physician decided to perform a pericardiocentesis. 170ccs of fluid was drained from the patient. There were no other complications that were reported to have occurred as a result of this event. The patient is expected to make a full recovery and be discharged.